Event description:
Pt was revised to address poly wear and osteolysis (left side).

Manufacturer narrative:
Examination was not possible, as no prod was returned. A search of the complaint database did not find any add'l reports of this nature for the prod code/lot provided since its respective release for distribution. The investigation could not verify or identify any evidence of prod contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the prod and/or add'l info be rec'd to change the outcome of the performed investigation, the complaint will be re-opened.